Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging an other (unusual issue) issue. It was reported that reported something happened with the cartridge cap or compartment that caused an over bolus and the patient had to receive treatment. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported based on the allegation of a non-specific pump malfunction.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 26-dec-2018 with the following findings: pump data from the date of the complaint (B)(4) 2018, was overwritten. The last basal delivery was on (B)(6) 2018 at 11:50 am. The total daily doses add up to correctly reflect the user¿s basal rate target. The cartridge cap was undamaged and able to fit properly on the cartridge compartment. The pump powered on normally and ez-prime successfully completed. The cartridge was correctly loaded and volume correctly displayed. The amount delivered after 12 hours of exercise on a 1-unite per hour duration test was correct at 12 units delivered. The product delivers within specification. The complaint was not duplicated.